Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections and to provide the device return date, and to provide the completed investigation. One used 6fr angioseal vip device was received for product evaluation. The carrier tube assembly, bypass tube, and hemostasis sheath were returned individually. The guidewire was returned mated with the arteriotomy locator. Visual inspection revealed that the guide wire was found to be inserted into the locator. No anomalies were noted with locator. The carrier tube assembly was then examined and the deployment sleeve was in the full rear lock position with the color bands fully exposed. There were no anchor or collagen present at the distal end of the carrier tube assembly. There were no anomalies noted with the returned components. Functional testing was performed and the returned bypass tube was inserted into the hemostatic valve. The bypass tube was unable to stay into the hemostatic valve. The returned locator was inserted into the hemostasis sheath. During insertion of the locator, there was an obstruction felt. Then, the slight force applied to arteriotomy locator while inserting into the hemostasis sheath. At the distal end of sheath discovered that there was a significant amount of coagulated bloodlike substance present within the hemostatic valve. After removal of the coagulated blood, the bypass tube was able to stay into the hemostatic valve. No other functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the coagulated bloodlike substance present within the hemostatic valve may have caused the difficulty with insertion. However, with no return of the one-way valve, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device bypass tube was not staying in the valve. The patient was having a left heart catheterization, and the md was closing the arteriotomy. The tube had backed out of the valve and there was concern of re-advancing the angio-seal. The blood loss was less than 250cc's. The patient was reported to be in stable condition. The procedure was successful.